Event description:
It was reported that the surgeon went in and removed the screw that pushed back from a zero profile cervical plate.

Manufacturer narrative:
Method: complaint history review. Results: the patient was reported as having low activity levels and was a diabetic and a smoker. Being diabetic and a smoker are possible contributes to the vertebral body collapse and plate screw backout. The root cause is multifactorial: locking ring not holding screw in place and patient lifestyle. Conclusion: one zero profile two-level acp was confirmed to have had a screw backing out, which resulted in revision surgery. Manufacturing records could not be reviewed because no lot number was provided.

Event description:
It was reported that the surgeon went in and removed the screw that pushed back from a zero profile cervical plate.